Event description:
Information received with return of the explanted device does not address the patient's clinical status but notes lead dislodgement. Post explant, blood was found within the insulation.